Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e227 (endoscope malfunction occurs) a root cause could not be identified. Based on the results of the investigation, it is likely for the e315 incompatible scope error, the most probable cause was traced to a component failure. And for the additional finding of e227 endoscope malfunction occurs also the most probable cause was traced to a component failure should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope had a incompatible scope error (e315). The event occurred during service and maintenance. There were no reports of patient harm.